Event description:
It was further reported that during the index procedure pre-dilation of the mid left anterior descending artery used cutting balloon angioplasty. In (B)(6) 2010, treatment to the distal lad bifurcation consisted of kissing balloon angioplasty with 0% residual stenosis. Treatment of the proximal lad consisted of angioplasty of the in-stent restenosis with 0% residual stenosis. Per the physician, the event was listed as "related' to the study stent.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6). Same case as MFR report #: 2134265-2010-04048. It was reported that following a coronary stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated two target lesions. The 1st lesion was a 90% stenosed, 2.25x18mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified balloon and the placement of a 2.25x20mm (B)(6) study stent resulting in 0% residual stenosis. The 2nd lesion was a 75% stenosed, 2.25x26mm target lesion located in the proximal lad. Treatment consisted of pre-dilation with an unspecified balloon, the placement of a 2.5x28mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2010, the patient developed cardiac chest pain. Coronary angiography revealed 80% in-stent restenosis and edge stenosis of the taxus liberte stent in the proximal lad. (B)(6) later a target vessel revascularization was performed resulting in 0% residual stenosis and timi 3 flow. The next day the patient was discharged on aspirin and prasugrel. Per the physician, the study devices were listed as "unrelated" to the event.

Manufacturer narrative:
(B)(6). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).